Event description:
Approximately 1.5 hours into a scheduled 4 hour hemodialysis treatment, blood was noted on the floor on the right side of the patient's chair. The venous bloodline was detached from the venous lumen of the central venous catheter. The blood pump was stopped and lumen collapsed. Patient was unresponsive. Oxygen and AED were applied and CPR was initiated. Phone number 911 was called. Normal saline was infused via arterial line. Patient was transported to the hospital via ems, where she later expired. Rn reported that hemoclips were applied to both arterial and venous lines at initiation of treatment.